Event description:
The customer reported via phone call that the pump was vibrating without an alarm. Customer stated that last night the pump went off every 10 minutes. Customer stated that it happens when he is sleeping. Customer stated that the buttons were not pressed or accidentally pressed. Customer will monitor the issue and call back as needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.